Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have moisture under display screen due to pump sliding into sink filled with water. Customer's blood glucose was 189 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the keypad traces, the lcd board and the mother board. All of the buttons functioned properly. The insulin pump passed the self test. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.